Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the weight on the bed scale is not accurate. No pt involvement or adverse consequences are reported.